Event description:
It was reported that after falling down, the patient broke his hip. Following this incident, the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A year later, a surgical procedure was performed in which all the components were removed and replaced. During the procedure, cracks were identified in the cylinder to pump tubing and the cylinder junction. There were no patient complications reported.